Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that before surgery the unit was not meshing. An alternate was used for the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). Conclusion summary: on june 13, 2018, it was reported that before surgery the unit was not meshing. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on july 26, 2018 revealed that the comb, roller and roller gear were damaged. The pretests could not be performed due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 26, 2018 which included replacement of the roller, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb, roller and roller gear were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb, roller and roller gear were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.